Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the pacing lead exhibited rising thresholds. It was noted that tissue was also adhered to the pacing lead. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.